Manufacturer narrative:
Device was not returned so no eval could be performed.

Event description:
It was reported that the surgeon deployed t1 in the back of the meniscus and then discovered that it was not attached to any suture. This occurred on 4 devices. The surgeon was very experienced in using the fast-fix. No product has been returned because the pt has hiv. The sales rep stated that he was unsure if all 4 of the t1s remained unsupported in the pt. The case was completed using two straight fast-fix devices. The issue did cause a delay but the duration is unk.